Manufacturer narrative:
The technician found the lever to activate the brake had fallen off. The technician replaced the brake caster assembly to resolve the issue.

Event description:
The technician alleged that the brake caster will not hold. No pt impact.